Event description:
It was reported that the during the coil embolization procedure, the subject coil was not passing through the distal end of microcatheter. While trying to remove the coil, it got broke inside the microcatheter. The coil was successfully removed along with the microcatheter. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device found that the coil delivery wire was kinked bent . The main coil was broken/fractured and stretched. On analysis of the catheter with this coil, the main coil was found on the catheter shaft .during functional testing the device was advanced through the introducer sheath with the friction. The as analysed defects 'main coil stretched' and 'main coil broken fractured' will be assigned an assignable cause of procedural factors as well as the as reported events/defects. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. The damage and friction noted to the delivery wire could have been caused when force was applied to the device when retracting back through the micro catheter. Therefore an assignable cause of handling damage will be assigned to the delivery wire kink.

Manufacturer narrative:
The subject device is not returned.

Event description:
It was reported that the during the coil embolization procedure, the subject coil was not passing through the distal end of microcatheter. While trying to remove the coil, it got broke inside the microcatheter. The coil was successfully removed along with the microcatheter. No clinical consequences were reported to the patient.